Event description:
On october 24, 2006, the customer reported to bsc that one side of the resolution clip device, broke off in the patient during a hemostasis procedure (patient age and gender unknown). It is unknown whether or not the clip was left in the patient (i.e. To pass via peristalsis). The procedure was completed successfully with another of the same device. The patient did not sustain any complications or ill effects as a result of this issue.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event at this time.